Event description:
I was using henry schein h pylori kit for my proficiency testing. I got negative for both samples. Sample hpy-03 should have been positive. I performed my proficiency samples on a clarity h. Pylori kit and got positive for hpy-03. This has been reported to the henry schein sales rep and to (B)(4). The henry schein kit has been replaced with the clarity h pylori kit.